Manufacturer narrative:
Per the instructions for use (IFU), valve migration requiring intervention is a potential adverse event associated with transcatheter aortic valve replacement. According to literature review, valve migration results when forces acting on the transcatheter heart valve (thv) overcome the strength of attachment of the valve to the aortic wall. Stent valves are subjected to antegrade ejection forces during systole. Less-than-severe and non-uniformly distributed calcification of the native leaflets, incorrect bioprosthetic valve sizing, and incomplete frame expansion, can contribute to valve migration. Additionally, residual overhanging leaflets can exert downwards force during diastole, causing migration of the thv towards the left ventricle. The edwards thv patient screening manual advises the operator on pre-procedure assessment of the aortic valve and root, taking into consideration the degree and distribution of native leaflet calcification. The procedural didactic instructs the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the transcatheter heart valve (thv). Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct sizing, alignment and positioning of the device are emphasized as key factors to the placement and fixation of the device. Per the sapien 3 instructions for use (IFU), lvot obstruction a potential risk associated with the use of the valve, delivery system, and/or accessories.  Lvot obstruction is usually due to inaccurate deployment (too ventricular) of the valve and is generally a result of use error or a combination of patient and procedural factors. In most cases of postoperative lvot obstruction, the obstruction results from the protrusion of the anterior mitral valve leaflet into the lvot or from abnormal subvalvular positioning of the prosthesis. Additionally, lvot obstruction may occur postoperatively if there is a narrowed mitral-aortic angle, or due to a thickened interventricular septum. Other possible causes include a hyper contractile left ventricle or atrial fibrillation.   Depending on the degree of obstruction, cardiac output and hemodynamic stability may be affected. Inaccurate deployment is generally a result of use error or a combination or patient and procedural factors. In some cases, lvot obstruction could result in clinically significant hemodynamic compromise that may require explanation of the thv with surgical correction.    In this case, there was no allegation or indication that a device malfunction contributed to this adverse event.  The cause of the migration and the subsequent lvot obstruction cannot be confirmed, however, investigation results suggest/indicate that patient factors not provided and/or the mechanism described above may have contributed to the event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported from our affiliates in (B)(6), approximately 7 months post tavr with a 26 mm sapien 3 valve in the aortic position, a valve in valve (viv) procedure was performed with a 29 mm sapein 3 valve due to aortic insufficiency.  The first valve migrated under the annulus in the left ventricle outflow tract (lvot) leading to a persistent cardiac insufficiency. The patient died five days post implant of the second valve.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.